Event description:
The ge oec 9800 fluoroscopy system had poor image quality. A reboot caused a communication failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the error. As a pre-emptive repair, the ccd camera was replaced and teh ps2 power supply was adjusted. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.